Manufacturer narrative:
Serial number is unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported they needed a new speaker to replace a defective speaker on their piic ix. The device was not in clinical use.